Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that bone crack occurred at 2 holes which were inserted x-pin during impacting tibial component and tibial component sunk there. Usually, the surgeon uses new type guide which x-pin hole is at distal side. But, he used old type guide which x-pin hole was at proximal side. X-pin hole of the old type cutting guide is very close to the cutting surface. The surgeon cut tibia twice, so 2 x-pin holes occurred close to the cutting surface. 2 tibial holes which were inserted x-pin were weak, because they were near cutting surface of the tibia and brittle bone of the patient.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition, but otherwise unremarkable. There is light scratching present on all exterior surfaces of the component consistent with normal use of the device. The blade guide surfaces are marked and worn consistent with normal use of the device the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Inspection of the device found no gross damages. It is noted that the returned component was manufactured to revision b of the drawing. Revision d redesigned the device to move the x-pin hole in question away from the cutting slot. There is no indication at this time that the materials, or manufacturing of the subject device contributed to the event.

Event description:
It was reported that bone crack occurred at 2 holes which were inserted x-pin during impacting tibial component and tibial component sunk there. Usually, the surgeon uses new type guide which x-pin hole is at distal side. But, he used old type guide which x-pin hole was at proximal side(please see attached photo in communication log).x-pin hole of the old type cutting guide is very close to the cutting surface. The surgeon cut tibia twice, so 2 x-pin holes occurred close to the cutting surface. 2 tibial holes which were inserted x-pin were weak, because they were near cutting surface of the tibia and brittle bone of the patient.